Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. During the device evaluation, it was also identified that there was no image due to a defective printed circuit board. Based on the results of the investigation, it is likely that the printed circuit board failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no output under serial digital interface channel. There were no reports of delay or patient harm.